Manufacturer narrative:
Hamilton medical ag comes to the conclusion: final reportability assessment: this case was initially assessed as reportable. The device alarmed with te 233002 (autozero pvent_control failed). A "te", i.e., a technical event, does not end up with a shut down of the device. There was no risk for the patient. However, it is also stated that later in the service software, the pressure related tests were not working. Although no specific details were given and it occurred in service software mode during service of the device, if the required pressure cannot be met during ventilation of a patient, the required flow pressure could not be provided to a patient. This would cause another alarm. However, we consider this case as still preventive reportable. The device was not returned for investigation. The root cause of the issue is deemed to be a failure of the auto-zero calibration function, preventing the device from operating as intended. To resolve the problem, the pressure sensor assembly was replaced. The device was then thoroughly tested, passed all evaluations, and is now back in use.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "customer told: te 233002 (autozero pvent_control failed) was showing. In service software test: impossible to start the pressure test. Tried pressure related tests. Nothing worked." (2) health impact: problem identified during non-clinical procedure. (No patient involvement).